Event description:
While performing revision surgery of a total knee, the doctor determined that failure was due to the seperation of poly from the metal backing of the patella component. It was determined that replacement with an all poly cemented patella component would alleviate the problem. In addition, the tibial articulating surgace was replaced with a new one as evidence of pitting could be seen, due to presumable from third party weardevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.